Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the insert is fractured. The clinical/medical investigation concluded that. Based on the limited information provided, the definitive clinical root cause of the reported breakage could not be determined. However, the instructions for use for knee systems include a precaution: "the patient should be warned that the device does not replace normal healthy bone, and that the implant can break or become damaged due to strenuous activity or trauma.". The patient impact beyond the revision could not be concluded since the patient's current health status was not provided. If any additional relevant medical information is provided, this case will be reassessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions . A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2014, the patient experienced the breakage of the insert post. This adverse event was treated by a revision surgery on (B)(6) 2025, in which the lgn ps high flex xlpe sz 7-8 11mm was exchanged. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h6 (health effect - clinical code). Correction: h6 (health effect - clinical code) code e2107 removed. Internal complaint reference: (B)(4).